Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient¿s lead exhibited low impedance. The patient was stable before, during and after the interrogation. The patient will be monitored.